Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/07/2017. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot number... Unknown. What were the results of the x-rays taken? ¿no information. Was it confirmed that the drain was broken? ¿no information. Was the drain piece retained in the patient¿s body? ¿no information. Size of drain piece? Location? ¿n/a. Was reoperation performed to remove the drain piece? ¿no information. If broken piece is still retained in the patient, are there any plans on removing it? ¿n/a. Any adverse patient consequences?...there were no adverse consequences. If yes, what medical/surgical intervention was performed? ¿n/a. Was the drain being removed due to completion of its use in the procedure? ¿no information. It is unknown whether the drain was removed during or after the operation. Was patient returned to operating room to insert a new drain? ¿no information.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the drain was implanted. After the procedure, when removing the drain from the patient's body, it was noticed that the black point had disappeared. The surgeon opined that there was a possibility that the drain had been broken. Thus, x-rays were taken. There were no adverse patient consequences reported.